Manufacturer narrative:
(B)(4).

Event description:
It was reported that an auto mode switching episode was observed whereby ventricular safety pacing was activated. Crosstalk was suspected. No follow-up interventions was planned to date. The patient did not feel any symptoms with regards to the situation.